Manufacturer narrative:
Medtronic received information from an (B)(4) database which focused on technical support and documented data for patients implanted with transcatheter valves. The information was provided as part of a data set. No other information has been provided regarding this transcatheter bioprosthetic valve. Initial reporter (hcp) information was not available for this data set. The device serial numbers were not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and four months after the implant of this transcatheter bioprosthetic valve, a second transcatheter bioprosthetic valve was implanted, valve-in-valve. No additional adverse patient effects were reported.